Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number, indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a lengthy tavr procedure, the physician met resistance with the procedural valve during introduction, and the patient was placed on a percutaneous ventricular assist device (pvad) pump due to complications endured during the valve introduction. Post initial procedure the patient outcome was not good due to heart block post tavr. A 14f manta was deployed for closure in the left common femoral artery. Ultrasound guidance was utilized to gain access, and no issues were experienced withdrawing or exchanging the procedural sheaths. The patient remained on the pump during and after the manta closure procedure. The arteriotomy was 7mm, no calcification or tortuosity present. Following deployment, pulsatile oozing was present at the access site. A post angiogram via another access site, revealed incomplete closure and a possible pull through of the manta anchor. Manual pressure was applied, and balloon inflations were deployed through a second access to occlude flow above the access site. Due to the patient being supported by pvad, a surgical cut down could not be performed and the physicians concluded no other procedures were necessary if the patient could not come off the pump. The proctor noted, the patient succumbed to the complications endured during the valve procedure and the pump support was being removed as he exited the or. The condition of the vessel post valve procedure may have led to the suboptimal incomplete closure which clinically resulted in the manta anchor pulling through the vessel. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms or device submitted for investigative purposes, the root cause is undeterminable. In the IFU, potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: death related to the procedure, and oozing from the puncture site. Precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedural requirements state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Additionally, if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. The safety and effectiveness of the manta device has not been established in the following patient populations: patients who have undergone use of an intra-aortic balloon pump through the arterial access site within the previous 30 days. Patients who are suspected of having more than one femoral arterial puncture in the same vessel during initial access for the interventional procedure. Patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation.

Event description:
As reported: the physician deployed a 14fr manta after a long tavr case. He met slight resistance at the valve during introduction. After deploying the manta in normal fashion, the patient experienced pulsatile oozing from site. An angiogram via another access site showed incomplete closure and possible pull through of anchor. Pressure was applied, and balloon deployed to occlude flow above site. Patient was on pump due to complications from valve procedure so cutdown was not performed. Due to patient condition physicians concluded that no other procedures were necessary at the time if she couldn't come off pump. No issues delivering procedure sheaths, manta deployed per IFU by trained physician. Additional information on 02jun2022: patient's date of death was (B)(6) 2022. Additional information on 26may2022: during a tavr procedure, access was obtained under ultrasound in the left cfa. The left cfa measured at 7mm and reported to have no vessel calcification or tortuosity. The manta device was deployed to the pre-measured depth. A ptca 7mm balloon was deployed through a second access to occlude flow after a failed closure. The patient's outcome was not good due to a heart block post tavr procedure. The patient was on a pump during and after the closure portion. Additional information on 02jun2022: the patient did not survive due to complications during the valve procedure. The proctor reported that staff was removing the pump support when they were leaving the room. Patient's date of death was (B)(6) 2022.